Event description:
On a call with sales reps (b.r.and k.k.) On 2023-06-08, it was reported to t. P. Of linkbio that this patient, who had comp-051 implanted on (B)(6) 2022, underwent revision surgery on (B)(6) 2023, for femoral loosening, during which dr. (B)(6) replaced the off-the-shelf porex knee system and porex stem component and custom-coated femoral augments (comp-051) with off-the-shelf endo-model-m femur porex, 80mm uhmwpe femoral augment, and new stem (porex). Per the rep's understanding, this was considered by dr. (B)(6) to be a temporary measure, as dr. (B)(6) expected to need a custom device (provided under compassionate use) to treat this patient, which he expected would take longer to plan and manufacture.